Manufacturer narrative:
Approximate age of device: 2 years.the manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for elevated lactate dehydrogenase levels and elevated pump powers. On (B)(6) 2015, the manufacturer performed a percutaneous lead evaluation and no issues were found. X-rays were reviewed on site by the manufacturer and were found to be unremarkable. The patient was treated with heparin and integrilin. A ramp study was performed; the results were not provided. The patient was discharged home and will be seen in the clinic on a weekly basis. No further information was provided.